Manufacturer narrative:
Analysis of the ams inflatable penile prosthesis with inhibizone concluded that the pump had too much pressure when it was prepared, therefore the pump was not tested. Analysis confirmed that the issues with the pump are consistent with use. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container 23241477 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to even. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was tried and not used due to deflation issue. The issue was detected while testing the implant with a surrogate reservoir after implantation. The surgeon could not deflate the device with holding down the deflation button and squeezing the cylinders. A different pre-connected ipp pump and cylinders were used. No further issue reported.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was tried and not used due to deflation issue. The issue was detected while testing the implant with a surrogate reservoir after implantation. The surgeon could not deflate the device with holding down the deflation button and squeezing the cylinders. A different preconnected ipp pump and cylinders were used. No further issue reported. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.